Event description:
The external drainage monitoring system (edms) tubing was unclamped for routine emptying of cerebral spinal fluid (csf) from the drainage chamber into the drainage bag. The tubing below the drain chamber became disconnected. This connection is supposed to be permanent and should not come apart. The disconnect caused 7 ml of csf to pour onto the floor. There was no harm to the patient.